Manufacturer narrative:
Customer was phoned and emailed several times to request she return the finesse adapter for investigation however it has not yet been returned to ameda labs. Therefore ameda cannot determine the root cause of electrical shock. If the product is returned, it will be investigated and a supplemental medwatch report will be sent to the FDA.

Event description:
Customer contacted ameda, inc. On (B)(6) 2020 to report the finesse ac adapter has been shocking her fingers every time she plugs it into an electrical outlet in her home. She states this occurs with every electrical outlet. Customer denies touching the metal prongs or plugging it in with wet hands. She states the adapter is intact. She mentioned that occasionally she notes a spark from the adapter as well. A replacement ac adapter was overnight shipped to the customer to resolve issue.